Event description:
Patient status post superior clavicle plate with extension implanted on an unknown date returned to surgeon for follow up visit, an x-ray showed a non-union of the fracture. Patient was returned to operating room on (B)(6) 2012, hardware was removed and patient was revised to a competitor product. This is 5 of 9 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.